Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the patient experienced a hyperglycemic event. There was no additional information available for this complaint. It was noted that a review of the pump history indicated that the pump delivered as programmed. There were reportedly no issues noted with the programming/settings of the pump. The pump is being returned for troubleshooting. There were no reported blood glucose (bg) values. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event. It is unknown as to whether or not the patient was attached to the pump or if the pump caused or contributed to the reported hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed with no issues. The units remaining were correctly calculated and written to the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration.